Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, cartridge alarms occurred during insulin delivery. The customer experienced elevated blood glucose (bg) levels up to 531 mg/dl. A correction injection was administered to address the bg. Customer reverted to an alternate method of insulin therapy.